Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported using cartridge for more than 48 hrs. Tandem customer technical support informed customer that using cartridge for more than 48 to 72 hours is off label per the user guide. Customer's blood glucose was 382 mg/dl.